Event description:
It was reported that prior to a percutaneous coronary intervention procedure in an unknown vessel, the express2 monorail stent came off of the delivery device during removal from the packaging. The stent was not used on the patient. No patient injuries or complications were reported. Patient status is reported as "satisfactory and good." The procedure outcome is unknown.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.